Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. The hyperglycemia began due to an incomplete cartridge change. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failure to complete the cartridge change process according to device training and labeling, resulting in insulin leaking out of the cartridge, as well as the failure to promptly complete the cartridge change to ensure continuous insulin delivery.

Event description:
On 7/30/24 an ilet user's mother reported the user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 7/30/24. The user's mother reported an insulin cartridge leakage in the ilet. Upon troubleshooting, it was discovered the insulin cartridge was connected to the luer connector before being inserted into the device. This improper setup led to insulin leakage and inadequate delivery. The user experienced loss of consciousness and felt disoriented. The user was hospitalized and received an insulin drip as treatment. The user's bg levels exceeded 400 mg/dl for a few hours. This is the first of two high bg events reported for this user. This medwatch report details the high bg event on 7/30/24. A medwatch report detailing the second high bg event on 7/1/24 is submitted on MFR report #: 3019004087-2024-00374.